Manufacturer narrative:
Case with patient identifier (B)(6) is related to case with patient identifier (B)(6).

Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 118 mg/dl (system 1) and 237 mg/dl (system 2). The readings were taken with two different vials of test strips. No adverse event reported. Return of the suspect device was requested for evaluation and replacement was provided.